Event description:
A remstar pro c-flex+ was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation, dust contamination and error code 66, 65, 53 and 55 was present. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.